Event description:
The solution in the vile somehow was not enough to conduct the test, all items where checked and everything seems to be sealed properly, just wasn't enough solution to continue with my test. It did not reach the line 2 as indicated it should have there were nearly a few drops in the sealed vile. Not a great product as I checked the other solution viles they were all the same almost empty but a few drops in the sealed vile. Unable to get test results due to the problem explained on top. I ordered more at home test kits in hopes, it was just this one bad batch. But when I really needed it the most it failed me. Self covid test.